Event description:
Additional information reported the patient was healing well and the event was considered resolved without sequelae.

Event description:
It was reported that the patient experienced discomfort at anchor site. It was noted that the anchor was loose. The outcome of the event was ongoing. Interventions included an anchor revision. The physician re-sutured around the anchor device. Diagnostic methods included examination/palpation. The patient had tenderness to palpation of the anchor site. There was local pain around the anchor area, with minor hump over the anchor site. The event was related to the device or therapy and possibly related to the implant procedure.

Manufacturer narrative:
Concomitant products: product ID 3550-29, lot # n422460, implanted: (B)(6) 2014, product type accessory; product ID 9 77a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).